Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was unable to power on a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is still underway. The reported problem (does not power on monitor) has been confirmed. The battery is being returned to the supplier for root cause investigation. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.